Manufacturer narrative:
The 26mm capstone spinal system. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
Review of two axial CT views of lumbar spine are presumably postop and the other 6 months later. Rod is apparent in cross section in both films. In immediate film, facetectomy and partial laminectomy have been performed. In 6 month postop film, abundant heterpotic bone is seen growing from laminectomy defect, around rod and down into lateral recess. Bone cyst is also apparent at site of posterior vertebral body surrounded by cortical rim.

Event description:
It was reported that the patient underwent a tlif with rhbmp-2/acs, an interbody device, and local bone from the facet. An unknown time post-operatively the patient developed "a ring of bone around a nerve," and it appears as though the patient "grew a facet." A revision surgery was scheduled.